Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the left front ECG electrode. The patient's doctor suggested applying a benadryl cream to the rash. Follow-up indicated that the rash was improving.